Event description:
This MDR is being filed retrospectively based on a recent review of compliment files. Pt experienced chills 2 hours of after the start of hemodialysis treatment. The dialyzer was at 4th use. The pt is all right after given gentamycin.